Event description:
It was reported that the patient underwent a spinal surgical procedure at o-c4. It was reported that post-operative CT revealed that the tip of the left c4 screw touched the vertebral artery. The patient is asymptomatic. Per the surgeon, no revision surgery is under consideration since the patient is asymptomatic and there is a risk of serious bleeding if the screw is removed.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.